Event description:
The customer reported a leak at the probe of the coulter act diff analyzer and fluid was dripping into samples after the samples have been aspirated. The customer indicated that the volume of the leak was unknown but the leak was contained within the instrument. The customer was wearing personal protective equipment including gloves and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noticed diluent welling out of the bottom of the rinse block once the probe was retracted after being rinsed. The fse replaced the vacuum pump but the leak was not resolved. The fse replaced the rinse block for the probe and no further leaks or welling out of the bottom of the rinse block were observed. Failure mode is attributed to a defective rinse block. (B)(4).